Event description:
Customer reported an incident of a pt reaction with a dialyzer during dialysis treatment. The pt encountered a skin reaction five minutes into treatment with fire red color in their hands that progressed to their back and then legs. Pt was treated with benadryl. The pt was changed to a different dialyzer with no further incidents.